Manufacturer narrative:
An evaluation of the complaint sample could not be performed due to the sample being unavailable. Without a sample available for product analysis the cause of this event is unable to be determined. A review of the device history record of the product code/lot# combination was conducted with no relevant findings. A search of the complaint file did not find any other report with the involved product code/lot# combination. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported: pad case, accessed right femoral artery, treated contralaterally. Balloon angioplasty of right sfa, followed by drug-eluding balloon and stent. Device did not deploy properly. Physician was unable to see the green marker on the suture and was unsure if collagen was advanced enough to seal the artery against the anchor. The patient is stable. The procedure outcome was successful. Additional information was received on 6/16/17. The device was able to seal the artery, so the anchor, suture and collagen are in the patient. Hemostasis was achieved by the device and the blood loss was less than 250cc.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. With no device return the exact cause of the reported event cannot be definitively determined.